Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic products did not cause or contribute to the observed deaths or adverse events, and also provided the mean patient age (76.1 years) and weight (61 kg).

Manufacturer narrative:
Title: impact of renal dysfunction on results of transcatheter aortic valve replacement outcomes in a large multicenter cohort citation: the american journal of cardiology (2016) 118(12):1888-189 (doi 10.1016/j.amjcard.2016.08.082) authors: pablo codner, md et al. Earliest date of e-publish/publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the impact of renal dysfunction after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from multiple centers between 2006 and 2015. The study population included 1,204 patients (predominantly male), 790 of which were implanted with medtronic corevalve transcatheter bioprosthetic aortic valve and 4 of which were implanted with an evolut r transcatheter bioprosthetic aortic valve (serial numbers not provided). Among all patients adverse events included: bleeding, vascular complications, device failure, permanent pacemaker implant, and cerebral vascular accident (cva) occurred. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.